Event description:
It was reported that the patient fell with his bicycle onto the left side and his pinna was injured. Testing revealed that 4 electrodes have status hi, 6 electrodes hsc and 2 electrodes ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.